Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with phrenic nerve stimulation. Upon interrogation, the left ventricular lead exhibited loss of capture. The device was reprogrammed. The patient was in stable condition.